Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A regulatory affairs senior specialist reported on behalf of the customer that on (B)(6) 2018, there was an incomplete delivery of the cusa excel loan pool items; the c5623p 23khz torque base was needed for the laparoscopic liver resection. The surgery was delayed by approximately one and a half hours. The customer opened the box for the case and there was no torque base or sterilization case. The patient was prepped for surgery and was under general anesthesia at the time. Another torque base and sterilization case was used to continue the case. The surgeon started with the ligasure for the liver resection before using the cusa. The patient outcome was reported to be as satisfactory.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No serial number was identified, as such a DHR review could not be performed. An investigation for cause of an incomplete delivery was performed. The evaluation verified the complaint as valid; the root cause of the complaint incident was due to the following causes: 1. The customer service team generated two pick slips for the loan request and the pick slip instructions for shipment processing were inadequate and /or missing. 2. The pick slip was generated however the ship by date or date required was not specified by the customer service team on the pick slip for the warehouse team to follow-up and execute. 3. The handpiece shipping details were entered into salesforce by the warehouse team and it was not identified at the time that the customer loan request was incomplete.